Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm had developed. A taxus express2 2.75x24mm drug eluting stent was placed in the lad in 2004. The patient was restudied one year later. It was noted that there was an aneurysm at the distal end of the stent measuring 6.0mm by ivus. No medical intervention was planned at the time of the procedure. The patient will be restudied in 6 months. No further patient complications were reported. Patient status is satisfactory.